Manufacturer narrative:
Failure analysis was performed on the main board and display. Visual inspection revealed no anomalies. The main board was assembled into a golden case and tested on the automated test system, all tests passed. Performed temp cycling hot and cold to try to reproduce error, error could not be reproduced. The error log was reviewed. Log analysis shows two errors, could not reproduce error. The log shows the device being powered up with a low battery voltage. This resulted in the device powering down during a communication causing an error. Conclusion: the errors were verified in the log, but the errors could not be reproduced on the bench. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the output connector assembly of the device was broken. Analysis also noted that the hanger assembly was broken, the insulation of the display wires were pinched and the wires exposed, and the keypad of the device was scratched. It was also noted that the printed circuit board (pcb) was out-of-specification in an electrical manner, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) ventricular output connector was broken. The epg is expected to be returned. There was no patient involvement. It was further reported that the generator was returned and that a test and calibration procedure had been requested.